Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.0 x 220 x 150 sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured longitudinally. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.